Manufacturer narrative:
Device evaluation: a guide catheter was received with the complaint device. The sheath or stylette did not return with the device. A kink was evident on the transition tubing 107.6cm distal to the strain relief. Stretching was evident to the distal shaft. A detachment of the balloon material was evident 3.5cm distal to the markerband. The distal tip appeared stretched and torn. The proximal balloon bond appeared necked. If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend balloon catheter was intended to be used. There were issues noted when removing the device from the hoop. There were difficulties removing the packaging stylette. It is reported that the balloon was attached to the stylette, and when removed the balloon was damaged. The device was used in the patient. There was no patient injury.

Manufacturer narrative:
It was later confirmed that balloon deflation difficulties were encountered and the balloon became stuck on the stent. During attempts to remove the device from the patient the device became damaged. There was no intervention, the physician only insisted on deflation of the balloon and then continued the procedure normally. If information is provided in the future, a supplemental report will be issued.